Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response (af w/rvr) which the device detected as a ventricular fibrillation (vf) event. The device remains in use. No further patient complications have been reported as a result of this event.